Manufacturer narrative:
A device history review was conducted for lot number 7066526. Our records show the reported lot was manufactured on 03/28/2017 and determined that this is the only instance of leakage occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Photo or samples were not received which is necessary to perform a better investigation, process (B)(4) and process (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that fluids were leaking from the bd connect a stopcock port connections. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluids were leaking from the bd connecta¿ stopcock port connections. There was no report of exposure, injury, or medical intervention.